Event description:
It was reported that the customer had a low blood glucose was hospitalized. The customer's blood glucose level was 39 mg/dl. The customer stated that she was feeling faint, so her son laid her down on the bed when she experience convulsions, ems was called. The customer connection seemed poor over the phone eventually the lined dropped and attempted to call customer back but number was a non working number.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.